Manufacturer narrative:
Should additional information be provided, this report will be updated. (B)(4).

Event description:
It was reported during ongoing use, the right ventricle (rv) lead needed to be repositioned due to high threshold and poor (low) sensing values. When the physician tried to retract the helix for repositioning, it did not retract until about 80 turns. The physician did not feel comfortable re-implanting this lead based on the turn count, and the previous low sensing values and high thresholds. A new lead was placed to complete the procedure.

Manufacturer narrative:
This lead was received at our post market quality assurance laboratory, with the helix in a retracted position. Visual inspection revealed no abnormalities, other than induced damage (cuts); however, the lead tip/helix appeared intact and undamaged. Additionally, dried blood/body fluid was observed in the helix housing with the stylet inserted in the lead, which was bent. A stylet insertion test passed without issue, indicating no blockage in the lumen. A thorough evaluation of the lead was performed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did identify any lead characteristics that would have caused or contributed to the reported clinical observations of high thresholds and poor sensing values. The helix difficulty allegation was not confirmed, based on a passing helix mechanism test. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the right ventricular (rv) lead required repositioning due to high thresholds and poor (low) sensing values. Therefore, a revision procedure was performed. When the physician tried to retract the helix for repositioning, it did not retract until after approximately 80 turns. The physician did not feel comfortable re-implanting this lead based on the turn count, and with the combined high thresholds and low sensing values. A new lead was placed to complete the procedure. No additional adverse patient effects were reported.